Event description:
It was reported that the user¿s ilet was not receiving dexcom readings while the patient was using a dexcom g7; troubleshooting revealed the patient was carrying and using a dexcom receiver, which prevented proper pairing with the ilet, and the nurse corrected the setup and restarted the g7 on the ilet. Symptoms included hyperglycemia with a glucose value reported at 300 mg/dl, with no other clinical signs or conditions described. Outcomes included no health consequences or impact. Investigation included communication with the patient¿s nurse and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem due to improper method, specifically failure to follow instructions by using a separate dexcom receiver incompatible with ilet pairing; no applicable device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.